Event description:
This is the first of two reports for the same patient involving two separate devices. Refer to MDR number 9611594-2015-00084 for the second report. It was reported that the doctor performed an emergency intubation in the neuro intensive care unit and had trouble distinguishing whether the pilot balloon was accurate (the balloon was not inflated) or if there was a leak on the first device. After determining there was a leak, the endotracheal tube was replaced with a second endotracheal tube. Approximately an hour later, the doctor was called back to the intensive care unit to re intubate the patient again for a cuff leak on the second device. Both intubations were smooth and did not seem to have any difficulty passing. The glidescope was used and the endotracheal tube was exchanged over a bougie. On inspection, both tubes had large tears/breaks in the same spot on the balloon. The doctor placed a different endotracheal tube for the third time and all went well.

Manufacturer narrative:
(B)(4). One complaint product was returned for evaluation. No packaging was received with the sample. The product does not contain a lot number identification. It is unknown if the returned sample was the first or the second device. The sample evaluation showed the cuff torn below the proximal collar. The tear is more radial in nature, but is jagged. There is substantial biologic matter remaining on the sample, adhering the folds of the cuff to the tube. In attempting to reposition the cuff material for inspection, additional tearing occurred. Both the proximal and distal collars are intact and securely attached to the tubing. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).